Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. Technical services stated that labeled recommendations apply. Subsequently this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. This product has been returned for analysis. No additional advent patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. Technical services stated that labeled recommendations apply. Subsequently this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced with normal battery depletion. This product has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction of b5: describe event or problem, h6: impact codes, aware date. The allegation of premature battery depletion was disproved by analysis as such no report is required for the explant.